Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: the esheath shaft was curved due to packaging; shaft and liner were twisted; liner was partially expanded and distal tip unopened; liner was torn 18cm in length at 2cm from strain relief; a kink on the sheath shaft at 20cm from strain relief; scratches at distal part of the sheath shaft; and the edge of the sheath shaft was folded at the valve location. Due to the condition of the returned device (liner torn) no functional test was able to be performed. Dimensional testing was performed and found that all measurements were found to be within the specification. The complaint was confirmed through visual observation. The complaints for "inability to advance through sheath" and "liner punctured", were confirmed per evaluation of the returned device. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during the procedure, when advancing the ds, the esheath kinked causing the valve got stuck at the end of the sheath. During the removal of the valve and esheath as a unit, the valve came out of the sheath because the liner was torn." Additionally, per the available information the access vessel was tortuous. Per evaluation of the returned device, the sheath shaft was kinked, shaft and liner were also twisted, and scratches were observed on the hdpe. Sheath shaft kinks and device twist could be indicative of tortuosity at access vessel, while scratches could be indicative of calcification in the patient anatomy. Tortuosity can create sub-optimal angles that may influence the sheath shaft to kink. Calcification can create a constrained condition and may contribute to the reported sheath kink. A kink may prevent the advancement of the delivery system through the sheath. Additionally, calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the liner lead to liner puncture. Excessive device manipulation applied to overcome the resistance can further contribute to the liner puncture through continued interaction between the crimped valve and sheath. As such, available information suggests that patient factors (tortuosity, calcification) and procedural factors (device manipulation) may have contributed to the sheath kink and liner puncture, while procedural factors (kinked sheath) may have contributed to the resistance. However, a definitive root cause is not able to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.

Event description:
Per report received from france, it was a case of an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, when advancing the ds, the esheath kinked causing the valve to get stuck at the end of the sheath. During the removal of the valve and esheath as a unit, the valve came out of the sheath because the liner was torn, and perforated the iliac artery causing a hemorrhagic shock. After withdrawal, the valve had the frame distorted. The patient was moved to vascular surgery. After repairing and vessel closure, a new non-edwards transcatheter valve was implanted. The patient was noted as to be doing well.